Manufacturer narrative:
(B)(6). (B)(4). Investigation results: the returned injection gold probe needle was analyzed, a visual evaluation was performed and found the gold tip completely detached from the catheter. The distal part of the catheter was dissected in order to check the internal components, which found that the catheter was burned inside and the cables were burned and detached indicating that the electrocautery function was activated at some point. No other issues noted. Based on all available information and the condition of the returned device, there is not enough evidence to determine whether the device had a failure to deliver energy due to the physician's technique on the use of the electrical current, or whether it was related to a device malfunction during the procedure. The investigation concluded the most probable cause is cause not established. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an injection gold probe needle was to be used in the stomach during a hemostatis procedure performed on (B)(6) 2021 during the procedure, the gold probe failed to cauterize. The procedure was completed with another injection gold probe needle. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on the investigation results which revealed that the gold tip was completely detached from the catheter. In addition, the catheter was burned inside and the cables were burned and detached.